Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Occlusion is a known adverse event as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that during the procedure in the distal right coronary artery, a 3.0 x 12 rx promus stent was implanted after pre-dilatation with 0% residual stenosis. Post procedure angiogram revealed an occlusion. There was no treatment performed. The patient was discharged one day post procedure with aspirin and clopidogrel prescribed. Though requested, no additional information has been provided.